Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during the load process. The customer's blood glucose level was 143 mg/dl. The customer loaded a new cartridge successfully.